Manufacturer narrative:
A fully constrained wallflex biliary fully covered rmv stent and delivery system were returned for analysis. The stent was received undeployed and was fully covered by the outer sheath. Visual examination of the returned device found the stainless steel tube was kinked. The clear outer sheath at the guidewire access sheath (gas) was detached, stretched out and kinked. The gas ramp was detached and was not returned. The inner member at the gas section was found detached. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received, which confirmed the reported event of sent failed to deploy; however, the stent was able to be manually deployed by gripping the outer sheath and pulling the tip distally. No other issues were noted to the stent and delivery system. The damage to the delivery system is consistent with excessive force being applied to the delivery system during attempted deployment. A labeling review was performed, and from the information available, this device was not used in a manner consistent with the labeled indications. The dfu indicates: "note: do not remove the shipping mandrel from the leading end of the device, this will help facilitate guidewire access." The complainant indicated that the shipping mandrel was manually removed before placing the guidewire. The incorrect use of the device could have contributed to the damage identified to the delivery system. Taking into consideration the evaluation conducted at the investigation site and the details of the complaint, this complaint is assigned the most probable cause of failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be used to treat a 4 cm neoplastic malignant stenosis in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the shipping mandrel was manually removed prior to loading the guidewire through the stent delivery system and the guidewire failed to exit the at rx port. The stent was attempted to be deployed but was unable to be released. The stent was removed from the patient fully covered by the outer sheath. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. Note: this event has been deemed a MDR-reportable event based on investigation results which revealed that the inner shaft/ sheath was detached/separated.